Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing intermittent power. The reporter stated that there was no observed damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: there were unexplainable pump reboot events observed in black box on (B)(6) 2014. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the battery compartment and was measured to be within specifications. Battery compartment intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump. A power loss was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.